Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarmed. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. Customer state they had tried all remedies. Customer stated insulin pump had motor error and also no delivery alarm reoccurring may be due to site, set or reservoir issue. The customer was advised that the insulin pump needed to be replaced to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.